Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) advised the customer to perform maintenance and perform a system check. The customer performed maintenance and noted an aspirate probe was not seated correctly. The customer changed the aspirate probes. The customer performed a passing system check, access accutni+3 qc and precision run. In conclusion, the cause of the non-reproducible access accutni+3 results was due to use error. The customer failed to lock the aspirate probe into place after performing earlier maintenance on (B)(6) 2015. The internal beckman coulter (bec) patient identifier is (B)(6). All mdrs associated with this report: mdr2122870-2015-00797, mdr2122870-2015-00798, mdr2122870-2015-00799, mdr2122870-2015-00800, mdr2122870-2015-00801, mdr2122870-2015-00802, mdr2122870-2015-00803, mdr2122870-2015-00804, mdr2122870-2015-00805, mdr2122870-2015-00806, mdr2122870-2015-00807, mdr2122870-2015-00808, mdr2122870-2015-00809, mdr2122870-2015-00810.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, above the normal reference range of the assay, for fourteen (14) patients on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reanalyzed the samples on an alternate access 2 immunoassay system (serial number (B)(4)) and obtained lower results, within the normal reference range of the assay. The initial elevated access accutni+3 results were reported outside the laboratory. The patients were admitted to the hospital. Mdr2122870-2015-00797 addresses the results for patient number one (1). Mdr2122870-2015-00798 addresses the results for patient number two (2). Mdr2122870-2015-00799 addresses the results for patient number three (3). Mdr2122870-2015-00800 addresses the results for patient number four (4). Mdr2122870-2015-00801 addresses the results for patient number five (5). Mdr2122870-2015-00802 addresses the results for patient number six (6). Mdr2122870-2015-00803 addresses the results for patient number seven (7). Mdr2122870-2015-00804 addresses the results for patient number eight (8). Mdr2122870-2015-00805 addresses the results for patient number nine (9). Mdr2122870-2015-00806 addresses the results for patient number ten (10). Mdr2122870-2015-00807 addresses the results for patient number eleven (11). Mdr2122870-2015-00808 addresses the results for patient number twelve (12). Mdr2122870-2015-00809 addresses the results for patient number thirteen (13). Mdr2122870-2015-00810 addresses the results for patient number fourteen (14). Access accutni+3 quality control (qc) was within range prior to and after the reported event. The customer noted access accutni+3 qc trending higher on the instrument and attempted to recalibrate the access accutni+3 assay. The calibration failed. Sample information, such as collection tube type, centrifugation speed and time, were not provided. No issues with sample integrity were reported by the customer.